Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing a usual meal with the ilet when the meal was larger than typical, reaching a blood glucose of 264 and remaining above range for about one hour. Symptoms included no acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included guided troubleshooting to confirm insulin was flowing through the infusion set, and education on appropriate meal-size announcement. Investigation of this case revealed that the device delivered insulin and the rise in glucose was attributable to an incorrect meal-size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related use error with meal announcement was the cause.